Event description:
The continuous positive airway pressure (CPAP) device was alarming high tidal volumes. Touchscreen not working and unable to remedy alarms or change settings. Troubleshoot the system and noted that touch was a little off point. Ran diagnostics and the touch calibration reset. All other settings were verified as good. The touch function was tested in user applications and all were okay. Power cycled and once more calibrated touch assembly. All connections checked and instrument operational.